Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturing representative and a health care provider (hcp) regarding a patient receiving intrathecal dilaudid 10mg/ml at 0.5mg/day. The patient experienced post-op wound dehiscence and infection. The cause of the infection was noted to be "wound dehiscence." The patient's spinal incision completely opened up, and the catheter was visible. The patient was admitted and treated with antibiotics vancomycin and flagyl. The system was removed. The patient's other medications included opana, duragesic, and dilaudid. The patient's medical history included allergies to penicillin, amoxapine, oxycodone, and meloxicam. The issue was resolved. The patient's status was "alive - no injury' at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.